Manufacturer narrative:
Inspected 1 opened or used sensor and performed visual inspection and found sensor with component neck is broken. Unable to confirm customer received sensor in said condition due to customer returned opened or used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 197 mg/dl at the time of the incident. The insulin delivery was suspended due to the sensor values. The customer stated that the sensor value was 40 mg/dl. The difference between the sensor glucose and blood glucose was 157 mg/dl. The blood glucose value from the reported event was 197 mg/dl. The difference between the sensor glucose and blood glucose was not within target range of glucose difference. The sensor will be returned for analysis.